Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced low pump flow. The issue was resolved by increasing the p level of the pump. The patient's labs were hemolyzed but the pump was not repositioned. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of low pump flow, pump stop, positioning issues, and hemolysis has been completed. The impella device was not returned for evaluation. Data log review: the data log shows a trending placement signal without any reported motor current spikes during the low pump flow issue while running on a steady p-level of 3. "Pump position in aorta" alarms were present during the time of low pump flow. No major suction alarms were reported during the entire case run. According to the clinical notes, the pump was left shallow due to a small lv, and blood was given during the noted low pump flow; the pump was also providing ECMO support. Low pump flow: the cause of the low pump flow issue was most likely related to the patient's condition, based on the data log review and the provided clinical information about the patient's condition related to small left ventricle (lv), low blood volume and extracorporeal membrane oxygenation (ECMO) support during pump use. Positioning issue: the cause of the positioning issue was most likely patient condition related small lv. Hemolysis: the cause of the hemolysis issue was most likely related to the patient's condition, as the patient experienced low blood volume and positioning issues according to the clinical details. The placement signal trend also confirms aspects of the patient¿s condition.